Event description:
A malfunction alarm was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer continued to use the pump for insulin therapy.